Event description:
It was reported by the customer that a pyxis anesthesia es system intermittently communicating while nurses trying to access patient information and medications required for surgeries. Customer stated that there was no patient harm and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,e3,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-may-2022 to 27-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that systems kept going in and out of communication. The field service technician configured the network cable into the correct ports with the assistance of the site's information technology team to resolve the issue. The system functioned as intended after troubleshooted by the field service technician.

Event description:
It was reported by the customer that a pyxis anesthesia es system intermittently communicating while nurses trying to access patient information and medications required for surgeries. Customer stated that there was no patient harm and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device not communicating to the server due to a network issue. A field service engineer replaced the network cable and requested technical support specialist assistance since the application was not communicating to the server. A technical support specialist advised to reach information technology to check if port 808 was open for this station and server, site information technology found that 4 network cables plugged into the wall port were not in the correct configuration. Fst has configured network cables into the correct ports with site information technology assistance to resolve the issue. The system functioned as intended.